Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-15619. The patient has 2 leads (from the same lot) implanted as part of his pns (off-label) system. A medical chart review revealed the patient was implanted with a pns system on (B)(6) 2011 and from (B)(6) 2012 the patient had symptoms of redness, edema, serosanguineous drainage at right lower lumbar incision and pain at the lead site with malaise, nausea and a low grade fever. Patient was treated with antibiotics and hospitalized. On (B)(6) 2012, the patient underwent surgical intervention for debridement and culture due to possible infection. The patient was treated with intravenous antibiotics post-operatively. Culture results were inconclusive. From (B)(6) 2013 - (B)(6) 2012, the patient stated he had pain and skin changes at the ipg site. He experienced warmth and "burning" at the ipg site on (B)(6) 2012, the patient was treated with oral antibiotics due to wound closure/healing difficulties. On (B)(6) 2012, the patient's entire scs system was removed due to the infection. The patient was treated in the emergency room (ER) 2-3 days after surgery due to concern over the abdominal wound. The patient was treated with both topical and oral antibiotics.